Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available.

Event description:
Medtronic received information that immediately following implant of this transcatheter bioprosthetic valve, a second transcatheter bioprosthetic valve was implanted due to continued severe paravalvular leak (pvl). Upon implant of the second valve, the paravalvular leak (pvl) improved significantly. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.